Event description:
There is no update to the original complaint description that was previously provided.

Manufacturer narrative:
The complaint report was received, reviewed, and evaluated by the zest dental solutions complaint process in compliance with applicable FDA and ous country regulations. Applicable zest internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other zest complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. If applicable and if available, retained product or product remaining in stock was evaluated to confirm the reported product complaint. Condition of the returned complaint related equipment was evaluated by repair technician to confirm the reported complaint and assess needed repairs (if any). As part of each complaint investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing defect found. Typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. Known issue is being tracked and trended with no further actions taken at this time.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the locator abutment fractured and the patient will need to return for a new abutment and retrofitting of their denture. Tooth #12.